Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was treated with unspecified intraperitoneal antibiotics and was reported to have recovered from this peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This peritonitis event occurred during a non-baxter clinical study. Study title: effect of icodextrin solution on preservation of residual renal function in patients on peritoneal dialysis. Type of study: interventional, randomized, parallel assignment, open label. Protocol number: 2010-027. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.